Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon decided to use headless compression screws (hcs) for the operation of a scaphoid fracture on (B)(6) 2013. While using a cannulated drill bit to drill over the 1.1mm guide wire, the drill bit broke and remained in the bone. It was a dorsal approach, so the surgeon approached from the palmar side and removed all fragments of the broken drill bit. Reportedly, the guide wire bowed and interfered with the drill and pushed it, so the drill bit was broken under the interference. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.